Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a recurrent incisional hernia. It was reported that after implant, the patient experienced dense omental adhesions, chronic inflammation, mesh contraction, mesh retraction, recurrence, and mesh migration. Post-operative patient treatment included revision surgery, hernia repair with new mesh, primary closure of fascia, separate hernia repair with no mesh, and mesh explant.

Manufacturer narrative:
Additional information: a4, b5, b7, d1, d4 (model#, catalog#), d6b, d8, e1, g1, h6 (ime, imf codes). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a recurrent incisional hernia. It was reported that after implant, the patient experienced dense omental adhesions, chronic inflammation, mesh contraction, mesh retraction, recurrence, mesh migration, pain, and bloating. Post-operative patient treatment included revision surgery, hernia repair with new mesh, primary closure of fascia, separate hernia repair with no mesh, mesh explant, and medication.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a recurrent incisional hernia. It was reported that after implant, the patient experienced dense omental adhesions, chronic inflammation, mesh contraction, mesh retraction, recurrence, mesh migration, pain, bloating, ileus, serosanguinous drainage, and separated mesh. Post-operative patient treatment included revision surgery, hernia repair with new mesh, primary closure of fascia, separate hernia repair with no mesh, mesh explant, and medication.

Manufacturer narrative:
Additional information: b5, b7, g1, h6 (ime code, ime e2402: ileus). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.